Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection on the power supply shows discoloration/heat damage on the end connector of the white transformer wire to the rectifier. There are no other damage or discoloration on the rest of the power supply. The power supply was installed and tested on a test machine, and functioned properly during rinse, heat disinfect, and self-test without any problems. There were no additional damage (discoloration/heat damage) to the power supply during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility reported that the 2008t hemodialysis machine white transformer wires to the rectifier on the power supply were discolored. The incident was discovered during machine¿s preventive maintenance, hence, no patient involvement. The biomedical technician (biomed) confirmed that there was no burning smell, burn marks, or any other signs of thermal issues with the machine. The biomed confirmed that the power supply was replaced to resolve the issue and the machine was returned to service. Upon physical evaluation of the returned power supply by the manufacturer, it was identified that the power supply had discoloration/heat damage on the end connector of the white transformer wire to the rectifier.